Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer also reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 302 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with moisture on the keypad traces. No unresponsive buttons noted and all of the buttons functioned properly. No a21 alarms noted and the insulin pump passed a21 error test, self test and displacement test. The insulin pump has cracked belt clip slot, cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, cracked lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.